Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to a high blood glucose (bg) level over 600 mg/dl. The cause of the high bg was unknown. The customer was treated with intravenous insulin and saline. At the time of the call with tandem technical support (cts) the customer was still in the ICU. There was no reported permanent damage to the customer. Multiple follow up attempts were performed by cts to obtain more information, however, customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.